Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly also, moisture damaged on the motor during our visual inspection. The insulin pump has cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer had the same problem with the new battery cap. Customer stated that the pump does not show physical damage and there was no corrosion or damage on the battery compartment and the spring. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was asked verbally and in written form to return the pump for analysis.